Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error, reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which resulted in peritonitis. On an unreported date, approximately 2 years prior to this report, the patient began treatment with dianeal pd2 1.5% therapy (lot number, frequency, and dose not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On an unreported date, the patient had a break in aseptic technique, specified as not wearing a mask, while performing pd therapy. One day prior to the diagnosis, the pt was hospitalized for an unknown reason. On the same day, the pt's pd catheter was repositioned. The next day, the pt was diagnosed with peritonitis, manifested by hazy drain. On an unreported date, the patient was treated with vancomycin (1g) and ciprofloxacin (500mg), (frequency and lot not reported), for the peritonitis. The outcome of the peritonitis was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4).